Manufacturer narrative:
Per good faith effort response, the customer called philips back and stated the device is now working correctly. The customer requested the case be cancelled and provided no other information. The device is working according to specification. It is unknown what caused the issue or how it was resolved. H3 other text : see h10.

Event description:
The customer reported a speaker malfunction. The device was not in use on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required.

Event description:
The customer reported a speaker malfunction. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Phone number: (B)(6).